Manufacturer narrative:
The actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by manually filling the returned unit with green colored water. During fill, leak/backflow was observed at the fillport. The reported condition was confirmed. Further examination on the unit revealed the cause of the leak/backflow condition was due to a particle measured to be 0.60 square mm in size, lodged under the device checkband. The particle was subsequently identified to be acrylic material via ftir spectroscopy test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the fill port. The leak was observed during filling prior to patient use. During filling, it was observed that the device was difficult to fill with medication and when the syringe was withdrawn, the solution started flowing out the fill port. The set was filled with 5% dextrose. There was no patient involvement. No additional information is available.